Event description:
The customer reported the following: "circumstances/description: a drill bit broke off in the tibial plateau during the procedure. Clinical outcome: as of now, no further surgery is scheduled to remove it."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.